Event description:
It was reported that the sponge of a minicap was dry. This was found by a patient upon opening of the packaging and before use. The reporter stated that the sponge had a ¿brownish color¿, there was no damage to the packaging, and the device had been stored at room temperature. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot# gd897363 was manufactured from 07/18/14 to 07/25/14, lot# gd897538 from 08/08/14 to 08/15/14, lot# gd897546 from 08/15/14 to 08/21/14. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted for lot numbers gd897363, gd897538, and gd897546 and there were no deviations found related to this reported condition during the manufacture of this lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot number is unknown; however, it was reported to be either gd897363, gd897538 or gd897546. Should additional relevant information become available, a supplemental report will be submitted.